Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic with pocket erosion at the pacemaker site. The entire pacemaker system were explanted due to erosion. The patient's condition was stable.